Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge change alert error. Customer reported an elevated blood glucose (bg) level of 260 (mg/dl) and delivered a bolus to address bg level. It was indicated that manual injections would be used for back-up insulin therapy.